Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the temperature reading was lost during the mapping phase. The ep shuttle radiofrequency generator was restarted which did not resolved the issue. The connection cable was also replaced which still did not resolve the issue. The catheter was then replaced and the issue resolved. The procedure was completed with no patient consequence. This event was originally assessed as not MDR reportable because the potential risk that it could cause or contribute to a serious injury or death is remote. The device was returned to the biosense webster failure analysis lab and on (B)(6) 2018, it was discovered that the plastic covering of the shaft came off the shaft. Internal metal braids of the shaft of the catheter were exposed approximately 24 inches from the tip of the catheter. In addition, scanning electron microscope showed that the damaged/cracked sample presented na (sodium) and cl (chlorine), these two elements could be the cause of the damage on shaft. Additional information was received regarding the returned catheter condition. This device was not re-used or re-sterilized. This condition was not noticed when the catheter was collected from the hospital for analysis nor was this condition reported by the hospital. All catheters at this hospital are stored in special room with room temperature. This finding has been assessed as a reportable malfunction.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the temperature reading was lost during the mapping phase. The catheter was visually inspected and internal parts were observed exposed along the shaft, which made this complaint reportable. Then, electrical test was performed on the catheter and it was found within specifications, however, the thermocouple values were found out of spec. A failure analysis was performed and it was found that there is an electrical intermittence on the tip area creating the temperature issue. A scanning electron microscope (sem) testing was performed comparing a good sample vs a bad sample, and the results showed sample 1 (good sample) was observed in normal condition, however the sample 2 (bad sample) showed a cracked surface. The spectrum of the sample 1 yielded the following elements: c, o, s, ti, ba. Sample 2 yielded these elements: c, o, na, s, cl, ti, ba. The two samples were taken from the same device, sample 1 was taken from a good side with no damage and sample 2 was taken from the damaged/cracked side. Only the sample 2 (bad sample) presented na (sodium) and cl (chlorine), these two elements could be the cause of the damage on shaft, but this could not be conclusively determined. No other anomalies were observed. In addition, a fourier transform infrared spectroscopy test (ftir) was performed and the results showed that the material degradation is presumably the cause of the brittle condition on the shaft. The exact degradation mechanism remains unknown. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. Despite all the controls put in place during the manufacturing of a device, inadvertent polyurethane wicking on the thermocouple (tc) wires can cause these wires to break in the field, during a procedure, because of catheter fatigue. This is an inherent limitation of the design. This failure does not represent any patient safety impact. The root cause of the damage observed along the shaft does not appear to be caused by any internal bwi processes since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).